Event description:
The reporter indicated a +17.0 diopter aq2015a silicone aspheric three piece lens was being loaded and the haptic tore off. There was no patient contact. The reporter indicated the cause of the lens damage may have been due to the aq cartridge-fp.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found one haptic bent. There was evidence of clear surgical residue. Evaluation codes: conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned lens, a specific root cause of the event could not be determined. (B)(4). Other text: cartridge not returned.